Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. Another ra lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. Another ra lead was successfully placed. No adverse patient effects were reported. Additional information received indicated that the (ra) lead was surgically abandoned due to high capture thresholds.